Manufacturer narrative:
A field engineering specialist replaced the gearhead pump. He ran qc with acceptable results. The customer stated that there have been no further issues. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable alp2 alkaline phosphatase acc. To ifcc gen.2 and crpl3 c-reactive protein gen.3 results for 1 patient sample tested on a cobas 4000 c (311) stand alone system. The units of measurements were not provided. The initial crpl3 result was 3.64. The crpl3 result from (B)(6) 2018 on a different analyzer was 267.25. The initial alp2 result was <5. The repeat alp2 result from the same analyzer was 89. On (B)(6) 2018 the alp2 result from a different analyzer was 90. Only the erroneous crpl3 result was released outside of the laboratory. There was no allegation of an adverse event. The reagent lot for both alp2 and crpl3 were requested but not provided. The customer performed precision testing with acceptable results. The investigation is currently ongoing.